Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link microbore catheter extension sets disconnected at the ¿valve¿ during infusion, leading to a leak. The reporter further stated that the disconnection occurred ¿along the wing on the set where it stabilizes¿. There was no damage noted. There was no patient injury or medical intervention associated with this event. No additional information is available.